Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Per the case notes, no time and date for the hypolycemic event was provided, and the follow-up attempts were unsuccessful. However, due diligence was done to check the last 2 weeks of data from the date of event, and it was observed that the sensor readings were matching closely with fingerstick measurement. The system performance was within expectations, and no system malfunction was observed.

Event description:
Senseonics was made aware of an instance where reported hypoglycemia events.. Before the event, the user took an insulin dose based on a sensor reading, which was likely to be higher than the blood glucose. After the treatment, user's glucose value went down quickly, resulting in a hypoglycemic state. The user did not provide exact values.